Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported while operating the motorized wheelchair without the use of a seat belt, she struck a wall. The owner's manual warns, "do not set speed/ response control at anything but the lowest setting consistent with the surrounding environment-for confined spaces we recommend this control to be set to minimum-completely counter clockwise", and "do not operate without a seat belt."

Event description:
End user alleges while operating the motorized wheelchair she struck a wall resulting in an injury to her leg. End user was not wearing seat belt.